Event description:
It was reported that no backup pacing function was activated when the battery was replaced. After replacing the battery, the pacer immediately resumed functioning. There was no harm to the patient.

Manufacturer narrative:
Upon receipt, the external pacemaker was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. During the analysis, the clinical observation could be confirmed. The external pacemaker did not meet the specified 30-second backup-pacing time. The backup pacing time during the battery replacement was 0 seconds. A damaged capacitor of the backup-pacing function was identified as the cause for this behavior. During the visual and mechanical examination, it was also found that the device had various external damages, which suggest that it had been dropped or similar. In addition, the device showed internal liquid damage. Nevertheless, the external pacemaker was able to provide therapy at the time of the examination. The ability of the device to sense cardiac signals as well as to deliver anti-bradycardia therapy was tested and proved to be fully functional. Due to the severe damage, safe continued operation of the device cannot be guaranteed. Repair is therefore not possible.